Manufacturer narrative:
The device was returned to zoll medical canada's service department. The malfunction was duplicated and attributed to a faulty dock connector board. The device was rectified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.